Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years and 4 months. Through follow-up with the health-care provider, additional information was received. It was learned that the device was explanted due to aortic stenosis. Per the operative report, "the aortic bioprosthesis was well seated and endothelialized circumferentially with no periprosthetic defect. The leaflets were structurally intact but thickened with mild restriction of motion of 2 of the 3 leaflets, but rather severe rigidity of the third. There was no leaflet calcification."

Event description:
When lifting the deionized water container, the user noticed it was leaking and dripping constantly. She checked the valve body and found it was cracked. No instrument operators or lab personnel were injured. No patients were involved in the event. The field service representative determined there was a mechanical failure of the water bottle valve. He replaced the valve assembly. To verify the analyzer operation, he initialized the analyzer and verified the water flow with no errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation determined the valve body was influenced by the syswash solution. It is recommended to exchange the part every 6 month during preventive maintenance. No injury due to the leak was reported by the customer.